Event description:
Reportedly, two shocks were delivered to the patient (visible on the statistics and therapy history), but no episode was recorded in the device memory.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, two shocks were delivered to the patient (visible on the statistics and therapy history), but no episode was recorded in the device memory.